Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. The customer blood glucose (bg) level displayed as "high¿. Although, specific value was not provided with trace ketones. Customer addressed the elevated bg by manual insulin injection. During troubleshooting with technical support, the malfunction alarm was cleared and insulin delivery was resumed successfully.